Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the patient¿s intubation, the screen¿s image was blurry and distorted, making it impossible to see. There was no patient injury.